Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "cannot insert cutter" was found. During service, the device failed the pre-repair diagnostic assessment cutter insertion test and it was noted "bearing damaged." If additional info becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device was being returned for service. During service of the device, it was found that the device (cannot insert cutter." It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.